Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) device had atrial fibrillation (af) so a commanded shock was done. The patient also experienced discomfort and pain in the pocket area. It was then noted that the ICD moved to sub-pectoral location hence, the device was repositioned and still remains implanted. No additional adverse patient effects were reported.